Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2022. During the preparation, it was noticed that the gauge scale displayed a value of about "1" not "0" despite the pressure applied. Additionally, the needle of the gauge moved several times. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in esophagus during an esophageal stenosis dilatation procedure performed on (B)(4) 2022. During the preparation, it was noticed that the gauge scale displayed a value of about "1" not "0" despite the pressure applied. Additionally, the needle of the gauge moved several times. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device problem code a0902 captures the reportable event of gauge reading inaccurate. Block h10: investigation results the returned alliance inflation syringe was analyzed and a visual evaluation found that the extension tube, syringe and the stopcock of the device had no damages. The gauge of the device was found reading inaccurately. Functional analysis was performed and the device could be actuated with no obstruction or blockage. With all the available information, boston scientific concludes the reported event was confirmed. The damage found in the device is likely possible that factors encountered during the procedure, due to the manner as the device was handled and manipulated may have caused the reported and encountered failure, a hit on the gauge could cause the damage found. Excessive manipulation of the device during the preparation without enough care could have induced the defect found. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.